Event description:
The physician was attempting to deploy a 3.0mm diameter x 15mm length integrity rapid exchange (rx) coronary stent into a pt to treat the lcx bifurcation main branch; however, it was reported that during post stenting, the side branch was lost. The lcx main branch was pre-dilated twice before the use of the 3.0mm diameter x 15mm length integrity rapid exchange (rx) coronary stent, and was post-dilated after the stenting procedure. The doctor used nitro and tried to use another wire to locate the side branch but failed. No pt injury occurred and no clinical sequelae were reported. Procedural images were provided for review. The images confirm that the target lesion in the main branch of the lcx was pre-dilated on at least two occasions followed by the deployment of the stent. The target lesion appeared to be partially resistant to ballooning but treatment was successful in restoring the lumen through the lesion. The proximal end of the integrity stent was deployed across the ostium of the side branch. The angiographic images provided for review showed the lcx after stenting and post dilatation and confirmed that the side branch was no longer evident. Treatment of the pt with nitro failed to re-establish the vessel. It was not possible to re-wire the side-branch with a second wire. No further pt treatment was completed after the unsuccessful re-establishment of the side branch.

Manufacturer narrative:
(B)(4). Evaluation: (60-70% stenosis, bifurcation). (Stenting of lesion in main branch without protection of lesion in the side branch). (Occlusion). Conclusion: (60-70% stenosis, bifurcation). (Stenting of lesion in main branch without protection of lesion in the side branch).